Manufacturer narrative:
The v60 vent was received at the international service center for evaluation. Run in test was performed but the reported complaint was not duplicated. When overall checked, no abnormality was found. Gds (gas delivery system) implementing pressure sensor and air flow sensor were replaced as precautionary measure. No malfunction was identified. The root cause for the customer's reported problem could not be identified. (B)(4).

Manufacturer narrative:
The gas delivery system (gds) assembly was received at the v60 vent manufacturing facility for evaluation. Visual inspection revealed no evidence of damage or contamination. The gds assembly was installed in a test ventilator in an attempt to duplicate the reported problem. The gds assembly was tested and no failures were identified. Therefore, the root cause for the customer's report of blank leak values displayed on the screen/or displayed values were below the settings programmed by the clinician, could not be identified.

Manufacturer narrative:
(B)(4). (B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the v60 vent was displaying blank leak values, or the displayed values were below the settings programmed by the clinician. A heated humidifier (B)(4) was being used with setting at "9". The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.